Event description:
Reporter alleged blood glucose results of 80 mg/dl on the advantage system compared to 28 mg/dl on a professional meter when tests were performed back-to-back. Reporter stated customer had symptoms of low blood sugar and that paramedics treated customer with "glucose shot" and food, after which customer felt better. A request was made for the return of the suspect device and replacement product was sent.